Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during an esophageal stenting procedure on (B)(6) 2011. According to the complainant, the stent system was removed from the package and no anomalies were noted. During the procedure, the physician experienced difficulty passing the stent delivery system over the guidewire. The stent delivery system was removed from the patient and a kink was noted on the delivery system. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Based on the investigation results, which indicate that the stent was returned partially deployed, this is now considered a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was returned partially deployed on the delivery system. In addition, the shaft was kinked distal to the exchange port. No further damage was noted to the device. During a functional evaluation, the remainder of the stent was fully deployed with no issues. The device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the kinked shaft and partially deployed stent are likely due to procedural/anatomical factors and the most probable root cause is "operational context." A search of the complaint database revealed that no other complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.